Manufacturer narrative:
The company representative examined the system and confirmed system message (sm) [cassette ID sensor failure]. The company representative replaced the receiver mechanism pcba (printed circuit board assembly) and the latch seal. The system was then tested and met all product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the cassette pak was ejected when the surgeon tried using ultrasound during a vitrectomy procedure. The pak was re-inserted, but was not recognized by the system. The system was rebooted and a system message was displayed. Following a 30-45 minute delay, the system was exchanged and the procedure was able to be completed with no patient harm.